Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having a pain in their vagina that felt like a wire was attached to something and clamped on it. Patient said this started since the device was implanted. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist reviewed how to connect with implant, reviewed therapy information and assisted patient with decreasing stimulation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1tftx); product type: 0200-lead; implant date(B)(6)2019 ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.